Event description:
Procedure: bariatric procedure (sleeve). Additional information received: nothing fell into the patient's cavity. The surgical time was not extended.

Event description:
According to the reporter: the trocar sleeve was broken. It was detected during the procedure. The patient is fine. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).